Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. If information is provided in the future, a supplemental report will be issued.

Event description:
The event was also reported as the full catheter and pump system would be explanted on (B)(6)2018 as therapy wasn't effective. The pump was being explanted anyway since it was in eri. Additional information received stated the hcp decided not to explant the catheter, as he could not get access to a new system. Only the pump would be returned for analysis. Additional information was received. The pump would be uplifted from the hospital next week (the week of (B)(6)2018) for return for analysis. They had decided they think the issues were to do with other medical problems, as the catheter was checked again by dye study. Additional information was received. They presumed it was a faulty catheter, but upon a dye study the catheter seemed to be working fine. They think the issues were more anxiety related as opposed to a catheter issue. Only the pump would be returned, just to analyze if there was anything wrong with it as a check.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8711, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient receiving intrathecal baclofen at an unknown dose and concentration. The indication for use was not reported. It was reported that the patient experienced symptom return. Symptom control was reduced, and when the dose was increased, there was no effect. Although the pump had reached elective replacement indicator (eri), there was a suspected problem with catheter. Diagnostics/troubleshooting included catheter aspiration and analysis of the pump logs. Aspiration was possible/successful (catheter was not blocked), but no dye study was done. The catheter was replaced (with an 8780 model catheter) on (B)(6) 2018 in addition to the pump. Both devices would be returned to the device manufacturer. No further interventions/actions were taken to resolve the issue. There were no environmental/external/patient factors that may have led or contributed to the issue. The event date was unknown. The issue was not resolved. However, the patient's status was noted as ¿alive - no injury.¿ information regarding other medications the patient was taking at time of the event was unavailable. The patient¿s weight was unknown. The implant date of the device was unknown, but the manufacturer's representative was going to follow up for more information. There were no further complications reported.

Manufacturer narrative:
Updated to product problem. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump identified high resistance of the battery. (B)(4). If information is provided in the future, a supplemental report will be issued.